Event description:
It was reported that during programmer set-up, there was no response when the stylus touched the screen. The programmer status is unknown. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the stylus was replaced. (B)(4)

Event description:
It was reported that during programmer set-up, there was no response when the stylus touched the screen. The programmer was returned for repair. There was no patient involvement.